Manufacturer narrative:
The device was returned to olympus for evaluation. The customer's report was confirmed. In addition to the malfunction noted in section b5 the following was discovered; there was a leakage of the ultrasonic medium. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the ultrasonic probe image was not displayed. The issue was found during pre-use inspection. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: there was a hole or twist in the distal sheath. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the damage in the device was excessive force. Olympus will continue to monitor field performance for this device.